Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head which is an olympus asset with no reported complaint. During evaluation of the device water ingress was found in charged coupled device lens, cable and lens mounting area. The service repair technician indicated that the most likely cause of the failure is traced to component failure. There was no patient involvement.